Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture and received alarms. It was reported that moisture was seen around the display screen. Customer's blood glucose was 5.6 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies. We were unable to verify alarm due to frozen display. The insulin pump was received with corroded motor home switch, cracked case at display window corners, belt clip slot, cracked battery tube threads and minor scratches on lcd window.